Event description:
It was reported that the 2800 sys would not boot up. Also the keyboard had a intermittent problem. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The control panel processor board and single board computer were installed during the svc call. The sys was tested and found to be working as intended and put back into svc.